Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst upon inflation while inside of the patient. The catheter was replaced with another catheter. The second catheter fell out of the patient with a burst balloon after 45 minutes. There was no harm to the patient except for some discomfort from the catheter insertions. There were no missing pieces in either case.

Event description:
It was reported that the balloon burst upon inflation while inside of the patient. The catheter was replaced with another catheter. The second catheter fell out of the patient with a burst balloon after 45 minutes. There was no harm to the patient except for some discomfort from the catheter insertions. There were no missing pieces in either case.

Manufacturer narrative:
The reported event was confirmed, with an unknown cause. Received 1 used foley catheter for evaluation. The visual inspection noted that the sac burst along the lumen. No pieces of the sac were missing. It was observed that the sac was blown opposite of the inflation eye. Per the functional testing, water was introduced into the inflation lumen and experienced obstructions to impede flow. Microscopic examination found conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 2/32' inflation lumen coverage: 12 thou balloon thickness: 20 thou burst initiated from bottom collar of sac: 1.8 cm the balloon thickness measured 20 thou. In addition, the edges of the burst area were brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex." 1074: "l". 2199: "nl".